Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer replaced the cubie tray in row d on the main half-height drawer 3.2 and initiated the final test using the hardware testing application, which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 was failed. Customer stated that while they were trying to recover the drawer, one of the cubies released itself and noticed that the cubie was unusually hot, as well as the drawer. Upon releasing the cubie, there was a burn mark in the pocket where the cubie had been inserted. However, there were no delay or adverse events or injuries reported based on this event.